Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, there were issues experienced with the loading or firing of the clip. There was no patient involvement.